Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that the balloon was torn. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the balloon was inflated three times at over 20 atmospheres for 3-5 seconds. The device was completely removed from the patient's body.

Event description:
It was reported that the balloon was torn. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the balloon was inflated three times at over 20 atmospheres for 3-5 seconds. The device was completely removed from the patient's body.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that the balloon was torn. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon was torn. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.